Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable at both the proximal clevis hole and the grip hub, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did exhibit damage that would have contributed to the cable fraying. The instrument was found to have a frayed pitch cable at the proximal clevis hub. Some filaments of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did exhibit damage that would have contributed to the cable fraying. The proximal clevis was found to have scratches. Additionally, the instrument was found to have mechanical indentations/burrs at the proximal clevis. The instrument was found to have a broken main tube. A piece measuring approximately 0.1490¿ x 0.0805¿ was not returned with the instrument. The components adjacent to the broken main tube did show damage.

Event description:
It was reported during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument was found to have a frayed cable. The procedure was completed with no reports of patient injury.